Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reports others online have had these problems. The stimulation sensation the patient felt was shocking, jolting, painful stimulation and uncomfortable stimulation. Patient also states that the implant was affecting her leg/legs. Device had been off for some time but still has tingling and when laying down it was almost unbearable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.